Event description:
It was reported that this right ventricular (rv) lead exhibited out of range shock impedance measurements, measuring at 175 ohms. Upon review, technical services (ts) stated there was gradual increase in shock impedance measurements. Ts recommended commanded shock options. This rv lead remains in service. No adverse patient effects were reported.